Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-14470). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed. The device remains implanted. Patient is not pacemaker dependent was fine and will continue to be monitored.